Manufacturer narrative:
Media was received. Review of the image indicated the coil nest appeared in the vessel.

Event description:
It was reported the coil stretched out of the target location. The embold fibered detachable coil system 2 x 6 was selected for splenic bleed embolization. The physician deployed the coil outside of the catheter; however, after pulling out the pusher wire the coil had come back and stretched. A portion of the coil remained outside the target lesion. No intervention was scheduled at this time. The patient was expected to fully recover.